Event description:
It was reported that the tracheostomy broke between the flange and the tube that sat in the neck. No harm or adverse events were reported due to this event.

Manufacturer narrative:
Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.